Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Customer reported to customer service his wife is having an allergic reaction to a possible intrafix peek screw. The acl graft knife was also used (232110).

Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of 400 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. It has not been confirmed that the patient had a reaction to the complaint device. Follow-up calls to the complainant for further information were unsuccessful. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Not returned.

Event description:
Customer reported to customer service his wife is having an allergic reaction to a possible intrafix peek screw. The acl graft knife was also used.